Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a complete power loss was confirmed via log file analysis. Analysis of the submitted log file revealed the system operated within the set speed limit value (4,600 rpm) and low speed limit value (4,400 rpm) while connected to the 14v batteries/clips. A low voltage advisory alarm event became active on 13mar2024 at 0:15:32 relating to depleting 14v battery connected to the white power cable. The system operated on the depleting 14v batteries until the low power hazard became active on 13mar2024 at 2:43:56. The 14v batteries became fully depleted and activated the no external power alarm at 2:53:19. The system reverted to the internal 11v backup battery for power and operated until the internal 11v backup battery was unable to support the pump. At 5:31:24, the pump stop alarm was captured with the pump speed value at zero rpm. The last event prior to the complete loss of power was captured on 13mar2024 at 5:31:29. Of note, the system controller does not record data during complete power loss. After the complete power loss event, the white power cable was connected to the power module without the pump connected. The date/time was reset to 01jan2000 at 0:00:00. The events captured from 01jan2000 at 0:00:00 to 0:01:38 and on 14mar2024 at 13:19:42 did not have the pump connected. The data/time was synced on 14mar2024 at 13:19:42. Additional information communicated that it was reported no product will be returning. A root cause that led to the complete power loss event could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 4, ¿living with the heartmate 3¿, outlines you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Warnings outlines ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2024-01640 it was reported that the patient's log files were submitted for evaluation. A review of the log files found that a power source change from depleted batteries to fully changed batteries was performed on (B)(6) 2024. On (B)(6) 2024, the log files showed a reduction in the estimated flow values that led to a few low flow alarms. On (B)(6) 2024 a low power advisory alarm occurred at around 12:15 am. A low power hazard alarm then occurred at 2:43 am. Then at 2:53 am a no external power alarm occurred, and the backup battery was used to support the system. The power save mode was then initialized, and the pump speed reduced to the low speed of 4400 rpms. The backup battery was able to maintain this pump speed until 5:31:24 am. Thes alarm continued for the remainder of the log files. At 5:31:29 am the backup battery was dully depleted, and the system controller was unable to maintain its time/date setting. The patient was found in unresponsive/expired in their home with their pump off and with depleted batteries on (B)(6) 2024. It was thought that the patient may had been asleep on battery power and during the sequence of the alarms. At an unknown time, the system controller was connected to the power module and the internal controller clock was synced with the system monitor to show 1:19 pm on (B)(6) 2024. The cause of the patient's death was unknown, it was described to have been a coroner's case. The patient was not transported to the hospital and an autopsy was not performed. No product returned.